Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Conclusion: component failure was unrelated to the recalled component.

Event description:
The device is part of a recall and was found to be failing a self test.